Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, not yet received.

Event description:
It was reported that the patient's scs system was explanted at an unknown date because the patient needed to have an MRI and was unable to set their device to MRI mode. No other information is known at this time.